Event description:
It was reported that the lead wires were fractured just proximal to device as seen on x-ray. The patient outcome was unknown. Additional info has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).